Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that they met with the manufacturing representative (rep) and he put more programs in her ins because she only had 1 program. The rep told the patient if the program was not working for her, she could change to a different program. The patient stated she had been leaking quite a bit more and wets her pants. She was on p1 3.5v or 3.8v but was changed to p2 1.9v. She increased the stimulation to 2.2v but it was not working for her. It was noted the stimulation was on and was felt in the correct area. Additional information was received on 01/25/2019. It was reported by the patient their reason for calling was to get assistance with changing from program 3 to program 1. Prior to the call the patient reported they had previously met with the manufacturer representative (rep) who had switched them to program 3. The patient reported they were told by the rep that if they weren't satisfied with the program then they could call patient services to get assistance with switching back to program 1. The patient reported they were not satisfied with program 3 because they had noticed a return in symptoms that started probably 3 months ago. The patient reported they previously had unrelated back surgery and when they were in the hospital they had a ¿miserable time going to the bathroom.¿ when asked for a date for when this event occurred, the patient did not know. While on the call the patient was able to sync with the patient programmer and it showed stimulation on at 1.9v on program 3. The patient confirmed they were able to switch to program 1 successfully. There were no further complications reported/anticipated.

Event description:
Additional information received from the reported that they were having problems and requested assistance in changing programs. They reported they had major back surgery in (b)(64) 2019 and had been leaking through/soaking pads-depends since. They stated that they ¿I had lost control¿ since the back surgery. Using the programmer, it was determined that the patient was on program 2 at 2.0 volts and the stimulation was on. The patient had spoken to their healthcare professional (hcp) and was told they could turn the stimulation on and make adjustments. They were redirected to their hcp if the issue did not resolve. Additional information received reported that the doctor had the patient turn the therapy. The patient wanted to confirm that therapy was on. They stated that the programmer indicated that they were on program 2 and that the stimulation was on. The patient stated that they had the stimulation on program 1 at 3.8 and now had it on program 2 at 2. They wondered if this made a difference since the stimulation was higher on program 1. S timulation considerations were reviewed with the patient. They also mentioned again they had ¿major surgery¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information